Event description:
Spontaneous call, pump malfunction. Tubing / clamping error 3 times. Doesn't remember the exact error sn is (B)(4). No other info known. The reported product fault occurred while in use with a pt. The product issue did not contribute to pt or clinical injury. We replaced the device. Strenth: 5mg, dose or amount: 23nkm, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.